Event description:
(B)(4) received a call on 03/03/2016 reporting a medical attention that occurred on (B)(6) 2016 at 9:00pm. Patient called in stating that the prodigy meter was reading "l" something. Patient stated that she was feeling bad and thought she was going to pass out. Patient's normal blood glucose reading around the time of day of the event is between 100-160mg/dl. On site nurse at the retirement comunity where patient resides called paramedics approximately 2 minutes after testing with the prodigy meter. Paramedics arrived 8 minutes later and tested patient's blood glucose with their meter and obtained a result of 298mg/dl. Approximately 10 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient consumed macaroni salad prior to seeking medical attention. No treatment was administerd to patient by paramedics.